Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noisy electrogram with bipolar sensing on atrial lead. The polarity was changed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.